Event description:
Caller reported that her late husband had a heart valve replacement surgery on (B)(6) 2011 during which the 3t heater cooler was used. He died on (B)(6) 2017 and an autopsy report stated that the cause of death was a rare bacterial lung infection. Testing for the autopsy was done on his body tissue but his blood was never tested. The caller also reported that prior to her husband's death, they received a letter from the (B)(4) notifying them that the 3t heater cooler device that was used during the surgery was contaminated with microbacterium chimaera.